Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Event description:
It was reported that during a surgical procedure at the user facility, a piece broke off the attachment. The surgeon was able to remove the piece with suction. The procedure was completed successfully. No medical intervention and no adverse consequences were alleged with this event. The user facility could not confirm if there was any delay to the surgical procedure. During the device evaluation at the manufacturer facility, it was found that there was a broken bur in the attachment.

Manufacturer narrative:
During the device evaluation, a broken bur was found in the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, a piece broke off the attachment. The surgeon was able to remove the piece with suction. The procedure was completed successfully. No medical intervention and no adverse consequences were alleged with this event. The user facility could not confirm if there was any delay to the surgical procedure. During the device evaluation at the manufacturer facility, it was found that there was a broken bur in the attachment.